Manufacturer narrative:
The device and lead remain implanted. As a result, boston scientific, crm cannot confirm any allegations against these products. No additional information is available at this time. This event will be reopened if additional information becomes available. Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) device stored a diverted ventricular fibrillation episode due to electromagnetic interference (emi) noise. The noise was evident on all channels, which resulted in oversensing on the rv channel. This oversensing resulted in inhibition of pacing for approximately four seconds. The episode diverted and the oversensing ended due to decreased amplitude of the noise, and no other episodes were stored. The patient is pacer dependent. No adverse patient effects were reported.

Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device stored a diverted ventricular fibrillation episode due to electromagnetic interference (emi) noise. The noise was evident on all channels, which resulted in oversensing on the rv channel. This oversensing resulted in inhibition of pacing for approximately four seconds. The episode diverted and the oversensing ended due to decreased amplitude of the noise, and no other episodes were stored. The patient is pacer dependent. No adverse patient effects were reported.